Event description:
It was reported that the pt's pump flipped. A revision was scheduled for later the day the event was reported. The pt did not exhibit any symptoms. It was later reported that the revision would not occur until (B)(6). The drug used in the pump at the time of the event was lioresal. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).